Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not able to be interrogated in person or remotely. When the patient presented in clinic, the device was found to be lost and no longer implanted. It was suspected that the device fell out when the patient was sleeping. The pocket did not show any sign of infection and healed completely. The patient was stable.